Event description:
The cardiologist attempted arteriotomy closure with a prostar plus 10 fr pvs device. One needle did not enter the barrel and therefore did not present. The needle froze and backdown was not successful. The cardiologist opened the barrel to access the needles and removed the device. A second device was used successfully for good closure. The pt did fine after the procedure. The device was not returned to the MFR and was not available for eval. This event is being reported because past instances of unsuccessful needle back-down have resulted in the need for surgical removal of the device.